Event description:
During a pta procedure with an optease system the physician could push the filter for approx. 28cm with the obturator but then the filter became stuck in the sheath. The physician checked the sheath under x-ray and couldn`t see any kinks. So he tried to push again with the obturator and then saw the sheath kinking on the proximal end of the filter. The physician then decided to extract the system and to take a new filter. Outside the patient he could see a barb of the filter protruding outside the cannula of the sheath. The physician could insert the new filter without any problem. Unfortunately the two packages of the filters where mixed up it could not be determinate which lot number belongs to which filter. The two lot numbers involved are 15071824 and r0908128. One is implanted and one has been returned for analysis. Access was made through the right groin with a bentson .035" guidewire (boston scientific) and insertion of the sheath without problems.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
While advancing the filter through the sheath cannula it became stuck and would not advance any further. Upon removal from it was noted that one of the filter barbs had perforated the cannula. A new filter was delivered without difficulty. There was no reported patient injury. A non sterile optease was received inside a plastic bag. The 6f csi sheath was received kinked at 17 cm from the collar; this kinked was noted at the proximal end of the filter. The filter was stuck inside the sheath; one bard had penetrated the sheath. The filter was removed and no damages were found. No residues were observed in the sheath. No other anomaly was observed on the received unit. The obturator was not returned for evaluation. The barbs of the filter were observed under the microscope at 25x of magnification and no anomalies were observed. The filter was withdrawn from the sheath, afterward it was passed through a 6f cordis sheath and no resistance or friction was experienced. Even though this complaint was received as unknown lot number, the (B)(4) mentions two lots involved during the procedure, r0908128 and 15071824. The DHR was performed for both lots. During review of the manufacturing documentation associated with both lots no issues were found during the manufacturing process that can be related to the reported complaint. For the noted kink on the csi sheath the exact cause of the damage could not be conclusively determined. A 100% visual inspection are in place to inspect if there is an issue for kinks or bent in the csi sheath before the product leaves the facility. The reported filter impeded was confirmed. The exact cause of the filter stuck in the sheath was caused due to one barb had penetrated the sheath; however this condition of the barb in the sheath could not be conclusively determined. The analysis suggests that procedural factors appear to be impacted on the filter stuck in the sheath. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by vessel characteristics and interaction of the filter and the cannula and is not related to a product quality issue.